Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 66-year-old male patient, the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Based on the data file investigation, the attempt to shock was initially disarmed due to the user pressing the energy select button during charge internally discharging the energy. On the second attempt, the device successfully charged, and two shock button presses were recorded; however, in sync mode, the shock button must be held until the defibrillator delivers the shock on the r wave. The device appears to be operating as expected. No trend identified against similar reports.